Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient experienced chest discomfort and shortness of breath. The index procedure treated an 85% stenosed, 3.5x36mm lesion of the mid rca (right coronary artery). Treatment consisted of direct stenting using a 3.5x38mm taxus liberte stent resulting in 9% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. In (B)(6) 2011 the patient was admitted due to chest discomfort and shortness of breath. Cardiac catheterization was performed and a 75-80% focal in-stent restenosis of the mid rca was noted. The mid rca was treated with placement of a 3.5x8mm taxus liberte stent resulting in <10% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. The event was reported to be resolved without residual effects.